Event description:
It was reported that a spectrum infusion pump had door not fully latched alarms. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the door not fully latched alarm. Evaluation found a failing lower link switch. A failing lower link switch is known to cause door not fully latched alarms. The lower auxiliary assembly (including the link switch) was replaced.